Manufacturer narrative:
Awaiting the return of the device for conduct the investigation.

Event description:
Perfusionist closed the occluder completely during bypass to translocate volume to the patient (normal flow mode). When tried to open the occluder, this remained in closed position, but the qws showed that it had opened. After that, the user manually opened the occluder (push in and turn bobbins), tested it and used it again. During weaning mode, the same issue occurred. As a result circulation of the patient was stopped briefly (approximately 1 min).